Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an abdominal percutaneous catheter drainage (pcd) procedure, the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked at the hub connection. The device was in place for 2-3 minutes and then removed and replaced with a like device to successfully complete the scheduled procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a dimensional verification and visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device showed one partial mac-loc catheter in a used and damaged condition.the returned portion of the complaint device was comprised of the mac-loc hub, connector cap, and the catheter tubing ending with a separation. Bio-matter appeared present on the device. The separation appeared to be a cut. The device was returned with the mac-loc in the unlocked position. The number of threads on the cap and adapter was counted and confirmed to be within specification. A leak and tug-and-twist test was conducted and confirmed successful. The flare was inspected after disassociating the bond and appeared to have a lip, was lopsided and part of it was hanging off. Due to compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured to cook¿s specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, root causes that may be attributed to this failure mode include suture presence in the threads of the cap/adapter causing interference with the seal during torqueing, an inconsistent flaring process and the silicone insert being punctured from improper threading technique although this has not been confirmed. This failure mode is being escalated per internal processes. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.